Event description:
The doctor claims that the graft was implanted for an abdominal aortic aneurysm repair and "spouted" (leaked) an unknown quantity of blood from its bifurcation area. Tacocomb and aviten sheet were used to stop the bleeding. The duration of the bleeding is unknown. There was no injury to the pt. The graft was left in. The pt is doing well now.